Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), device breakage ("device breakage/fragment of one implant was left in the uterus"), device expulsion ("expulsion of essure device/fragment of one implant was left in the uterus"), device dislocation ("malposition of essure device:re-implant migrated into the fallopian tube re-implant migrated too far into the fallopian tube") and genital haemorrhage ("excessive bleeding") in a 46-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage in 2008, cesarean section in 2013, migraine in 1983 and headache in 1983. Concomitant products included norlestrin fe (loestrin fe) from 2015 to 2016 for menstrual cycle management as well as medroxyprogesterone acetate (depo-provera) from 2016 to 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), headache ("headaches"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines") and nausea ("nausea"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (on (B)(6) 2017, hysterectomy and salpingectomy (bilateral removal of fallopian tubes)), surgery (on (B)(6) 2017, hysterectomy and salpingectomy (bilateral removal of fallopian tubes)), surgery (on (B)(6) 2017, hysterectomy and salpingectomy (bilateral removal of fallopian tubes)) and surgery (on (B)(6) 2017, hysterectomy and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device breakage, device expulsion, device dislocation, genital haemorrhage, abdominal pain, abdominal pain lower, headache, dyspareunia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, migraine, nausea and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: she underwent essure confirmation test. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), device breakage ("device breakage/fragment of one implant was left in the uterus"), device expulsion ("expulsion of essure device/fragment of one implant was left in the uterus"), device dislocation ("malposition of essure device:re-implant migrated into the fallopian tube re-implant migrated too far into the fallopian tube") and genital haemorrhage ("excessive bleeding") in a 46-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage in 2008, cesarean section in 2013, migraine in 1983 and headache in 1983. Concomitant products included norlestrin fe (loestrin fe) from 2015 to 2016 for menstrual cycle management as well as medroxyprogesterone acetate (depo-provera) from 2016 to 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), headache ("headaches"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines") and nausea ("nausea"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (on (B)(6) 2017, hysterectomy and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device breakage, device expulsion, device dislocation, genital haemorrhage, abdominal pain, abdominal pain lower, headache, dyspareunia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, migraine, nausea and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: she underwent essure confirmation test. Most recent follow-up information incorporated above includes: on 12-apr-2018: pfs received. New events added- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), device breakage/fragment of one implant was left in the uterus, dysmenorrhea (cramping), expulsion of essure device/fragment of one implant was left in the uterus, malposition of essure device:re-implant migrated into the fallopian tube re-implant migrated too far into the fallopian tube, migraines, nausea and fatigue. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain'), device breakage ('device breakage/fragment of one implant was left in the uterus'), device expulsion ('expulsion of essure device/fragment of one implant was left in the uterus') and device dislocation ('malposition of essure device:re-implant migrated into the fallopian tube re-implant migrated too far into the fallopian tube') in a 46-year-old female patient who had essure (batch no. Log63096) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section in 2013, miscarriage in 2008, migraine in 1983 and headache in 1983. *she underwent essure confirmation test. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) from 2015 to 2016 for menstrual cycle management as well as amitriptyline since 2016, budesonide;formoterol fumarate (symbicort) from 2012 to 2017, diclofenac sodium since 2016, esomeprazole since 2010, hydrocodone bitartrate;paracetamol (norco) since 2016, ibuprofen (motrin) since 2016, labetalol since 2010, medroxyprogesterone acetate (depo-provera) from 2016 to 2017, mesalazine (delzicol) since 2000, mometasone furoate (flonase) from 2012 to 2016, pregabalin (lyrica) since 2017, sulfasalazine since 2015 and zaleplon since 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), headache ("headaches"), dyspareunia ("painful intercourse/dyspareunia painful sexual intercourse"), female sexual dysfunction ("apareunia inability to have sexual intercourse"), dysmenorrhoea ("dysmenorrhea cramping"), migraine ("migraines") and nausea ("nausea"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). On an unknown date, the patient experienced genital haemorrhage ("excessive bleeding"), abdominal pain ("severe abdominal pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (on (B)(6) 2017, hysterectomy and salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device breakage, device expulsion, device dislocation, genital haemorrhage, abdominal pain, abdominal pain lower, headache, dyspareunia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, migraine, nausea and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details- right 4 and left 4 coils were noted. Most recent follow-up information incorporated above includes: on 14-apr-2020: mr received- lot number were added. New reporter, insertion details were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), headache ("headaches") and dyspareunia ("painful intercourse"). The patient was treated with surgery (in or around (B)(6) 2017, underwent a pelvic surgery). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, headache and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, headache and pelvic pain to be related to essure. The reporter commented: in or around (B)(6) 2017, it was determined that she required surgical intervention to address her complications. At that time, plaintiff underwent a pelvic surgery to try and alleviate the symptoms. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.